Event description:
Customer reported evice = 496 mg/dl at 7 am. Customer did not take normal medications. Customer was feeling low, sweaty, and could hardly talk. Customer drank oragne juice. Customer went to the hosp at 8 am. Hosp device = 60 mg/dl and lab =78 at 9 am. No treatment was received. Customer was released at 10 am. Controls were in range. A request was made for return product and replacement product was sent.